Event description:
During the procedure, the metal shaft of the device was bent, the physician removed the device from the pt and tried to reshape the shaft but the device broke. The report received indicated that during a coronary stenting procedure, the target lesion was successfully pre-dilitated then the physician introduced the 2.50x33mm cypher in the pt and when the physician tried to advance the stent through the vessel, the physician encountered difficulties tracking the device to the lesion. Therefore, the physician withdrew the device from the pt. No difficulties were encountered during removal. Upon withdrawal, the physician checked the catheter and found the metal shaft was bent and cracked. The physician tried to re-shape the shaft and the hypotube broke in two pieces. The breakage occured approximately, 30 cm from the proximal end of the device. The physician exchanged the device and to continue the procedure, pre-dilatation was conducted and a cypher stent was deployed to 20 atmospheres, timi flow post procedure was ii. The procedure was prolonged for approximately 240 minutes; however, it was completed successfully without any injury adverse event to the pt. Further info indicated that the target vessel was the left main and the left anterior descending. The de novo, type b2 lesion was moderately calcified, tortuous and presented a 70% stenosis. The lesion length was 25mm. It was indicated that while tracking the device to the lesion, the physician used some force; however, it was not excessive. The physician considered the lesion was difficult to treat with the left main and the high level of calcium.

Manufacturer narrative:
The product has been returned for eval and testing. However, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.